Manufacturer narrative:
This report is submitted on january 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's audiologist, the patient experienced pain, headaches and dizziness with device use; however the issue could not be resolved resulting in device non-use. Subsequently, on (B)(6) 2018 the device was electively explanted.